Event description:
It was reported that the patient¿s blood glucose (bg) reached 239 mg/dl while wearing the pod between 1 and 4 hours. The patient stated that the pod beeped 4 times twice, however they did not receive any alarms or alerts. They confirmed that the pink slide did move forward and that the cannula properly inserted into the skin during wear. There was no confirmed redness/swelling nor insulin leakage. Upon removal of the pod, the patient was not able to see the blue colored cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios.omnipod software app version: 2.2.1.operating system: 26.5.hardware: iphone17.2.cgm sensor type: g6.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.